Event description:
It was reported that the rigid video laparoscope had a cloudy image. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E1, initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the objective lens was damaged, and the light guide bundle was chipped. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: was caused by a component failure of the objective lens. Additionally, the objective lens was damaged was caused by a component failure of the objective lens and the light guide bundle was chipped was caused by a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.